Event description:
It was reported that at implant, multiple tests of the defibrillation threshold failed to convert the rhythm and external defibrillation was required to rescue the patient. The lead was repositioned, and dft testing failed again. During a subsequent follow up, dft testing failed again and external defibrillation was used. Device upgrade was recommended. Physician elected not to explant the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.